Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (47-82 mg/dl). Glucagon and sugar tablets were consumed to address the bg level. The customer thought that the low bg was due to a high basal rate setting and to not eating at the right time. Tandem technical support assisted with adjusting the pump settings. The current bg was 163 mg/dl.